Manufacturer narrative:
(B)(4). Common device name unknown but referred to as celect filter. Lot number unknown as information was not provided by reporter. Catalog number unknown as information was not provided by reporter but referred to as celect filter. Expiration date unknown as lot number is unknown. Mfg date unknown as lot number is unknown. Rpn and lot number were not provided; therefore, the investigation of device history record has not been possible. However, nothing indicates the device was not manufactured according to specification. As no device, imaging studies or hospital or medical records have been available, the investigation is limited to the allegations in the litigation. Consequently, based on very limited information it is difficult to comment on the alleged filter tilt and difficult retrieval attempts. The exact root cause for the alleged filter tilt and difficult retrieval attempts cannot be determined based on the limited information provided. The instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to complainants attorney: it is alleged that "on (B)(6) 2011 a retrieval attempt was unsuccessful. An attempt was made again on (B)(6) 2011. By (B)(6) 2013, pt. Alleges she discovered through her physicians that the cook celect ivc filter implanted in her was tilted inside her vena cava and further alleged that "pt is therefore at risk for future fractures or migrations of the celect." Patient outcome: filter remains in the patient.

Event description:
Description according to complainant's attorney: it is alleged that "on (B)(6) 2011 a retrieval attempt was unsuccessful. An attempt was made again on (B)(6) 2011. By (B)(6) 2013, pt alleges she "discovered through her physicians that the cook celect ivc filter implanted in her was tilted inside her vena cava" and further alleged that "pt is therefore at risk for future fractures or migrations of the celect." Filter remains in the patient.

Manufacturer narrative:
(B)(4). Name and address for importer site:(B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/15/2015 and is as follows: patient alleges that a cook celect filter was placed on (B)(6) 2011 for dvt and pe prevention. Patient alleges two retrieval attempts, both unsuccessful: (B)(6) 2011 and (B)(6) 2011. Patient alleges that outcomes attributed to the device include: migration and tilt.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: occlusion. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
Per abdominal/pelvic CT, dated (B)(6) 2012, "there is no evidence of deep venous thrombosis in the right lower extremity. Loss of respiratory variation in the right common femoral vein concerning for ivc thrombosis/obstruction." Per thrombolysis-operative notes, dated (B)(6) 2012, "ivc and bilateral iliac vein occlusion. A repeat venogram was obtained demonstrating some flow through the right side and a portion of the ivc through the filter."

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device tilt and migration and difficult to retrieve, chest pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/21/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2011 for dvt and pe prevention. Patient alleges two retrieval attempts, both unsuccessful: (B)(6) 2011 and (B)(6) 2011. Patient alleges that outcomes attributed to the device include: migration, tilt and difficult to remove and chest pain.